Manufacturer narrative:
One i3 unit model # cm1100 with main unit and one i3 accessories set were returned. A test right ang ext cable was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with test right ang ext cable when the power supply was connected directly to it. No sparks were ever encountered when the unit was powered on. Complaint of ¿the unit sparked¿ determined to be confirmed. Electrical malfunction with the unit was attributed to the damaged right ang ext cable. Root cause concluded to rc005 defective cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported the unit sparked. The unit will be replaced. There were no adverse patient consequences.